Event description:
It was reported that the flow bubble sensor is defective, showing lpm at 0,25 at start up. The failure occurred during two year maintenance. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair on 2022-09-09. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-11-08. The affected flow/bubble sensor was requested for investigation. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the flow bubble sensor is defective, showing lpm at 0,25 at start up. The failure occurred during two year maintenance. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfile analysis shows no failure of the flow/bubble sensor. The affected flow/bubble sensor was investigated by getinge life-cycle-engineering (lce) on (B)(6) 2023. The affected sensor is obtained as intended. The claimed offset is within the permissible tolerance and can be reset with the zero flow calibration at the cardiohelp. Due to manufacturing tolerances of the flow/bubble sensor and it's control unit (digi-flow mini), an offset may occur in the zero flow display. According to the instructions for use (IFU) of the cardiohelp device (chapter 5.5.2 flow off-set calibration of the flow/bubble sensor) a flow off-set calibration has to be done to zero the lpm readings. Moreover. The bop 8043 states that the lpm should be under 0,300 l/min. Therefore the lpm of 0,25 l/min is within the permissible range. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2019 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2019. Based on the results the reported failure "lpm of the flow/bubble sensor is at 0,25 l/min" could be confirmed, but is no malfunction of the device. This complaint was found in the database of customer complaints as a single event (timeframe between (B)(6) 2021 and (B)(6) 2022). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4)